Manufacturer narrative:
The customer's complaint that the autopulse nxt platform (sn (B)(6) stopped during compression and wouldn't restart was confirmed based on the archive data review, but not during the functional testing. Based on the archive data, the nxt platform stopped compressions due to fault code 1210 (motor current too low during compression hold), likely because the platform detected the absence of a patient, indicated by the band being open, and did not compress. The fault code was not replicated during the functional testing, and the nxt platform functioned as intended. The archive data indicated that the nxt platform was used for treatment on a medium-stiffness patient for 12 minutes (957 compressions). The session ended due to fc 1210 - motor current too low during compression hold. The nxt platform passed the preliminary functional testing with no issues. The nxt platform was further tested using the mztf (medium zoll test fixture) until the battery was completely discharged, with no faults or errors detected. The fault code was not replicated during the functional testing, and the nxt platform functioned as intended. Following the service, the autopulse nxt platform passed the final tests without issues.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse nxt platform (sn: (B)(6) stopped during compression and wouldn't restart. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.